Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and air gaps were observed in the tubing. Customer reported that when entering the carbohydrate value into the bolus screen, the number changes to one that was not typed in. Customer successfully type the correct number in. The issue did not reoccur. Customer reported to have used humalog for 3 days versus the labeled 48 hours. Customer also reused pump supplies. Customer's blood glucose was 313 mg/dl.